Event description:
Per the clinic, the device was explanted on september 20, 2013, due to infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.